Event description:
It was reported the epg (external pulse generator) had intermittent problems. The device was set to atrial pace, but instead paced the ventricle, at an incorrect rate. Follow-up information received reported the device was attached to a patient when the event occurred, but there were no patient complications. It was also noted that in (B)(6)2010, the device was noted to have turned itself off intermittently and went to a blank screen. The device was tested for 15 days in a row, but no problems were observed. It was recently decided to send the device back to have it fully analyzed to see what the problem was.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) had intermittent problems. The device was set to atrial pace, but instead paced the ventricle, at an incorrect rate. Follow-up information received reported the device was attached to a patient when the event occurred, but there were no patient complications. It was also stated that in (B)(6) 2010, the device was noted to have turned itself off intermittently and went to a blank screen. The device was tested for 15 days in a row, but no problems were observed. It was recently decided to send the device back to have it fully analyzed to see what the problem was.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No electrical or visual anomalies were observed.